Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, when the powered stapler approached the tissue, the green status indicator light was illuminated, and the jaws were closed. When the green button was pressed, no sound was heard, the device did not go into firing mode. When the product was collected from surgery field and checked, only the green button on the right side did not respond. All devices were replaced to complete the case. There was no patient injury.